Manufacturer narrative:
Analysis was performed by remote service engineer (rse) which included remote troubleshooting. The rse walked the customer biomed through performing calibration; however, the device failed the leak test. The biomed replaced the o-rings on the nbp hose and then the leak test passed and the accuracy of the nbp function was verified. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was leakage due to faulty o-rings on the nbp hose. The issue was resolved by replacing the o-rings on the nbp hose and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on an expression patient monitor (mr400) indicating that the module is not able to obtain an accurate non-invasive blood pressure (nbp). The device was in use on a patient at time of event, there was no adverse event reported.